Manufacturer narrative:
Year of birth 1954. This event is currently under investigation.

Event description:
It was reported during a procedure, after inflating the advance micro14 ultra low-profile pta balloon catheter, the catheter does not retreat over the 0.014 inch wire guide to be removed from the patient's body. The patient remained unharmed. No additional information has been received.

Manufacturer narrative:
Investigation: investigation - the one used advance micro 14 ultra low-profile pta balloon catheter returned for evaluation. The catheter is 151.8 cm in length. One unidentifiable wire guide was also present. Inspection of catheter for defects and damage showed 8 mm wrinkle immediately below hub. Additionally, kinks at 5.7 cm, 43.0 cm, 84.5 cm, 104.1 cm, 104.7 cm and 135.0 cm were noted. Design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. There is no evidence to suggest that product was not manufactured to current specifications. There is no evidence that this product was damaged or kinked at the time of opening. Based upon the information provided and the characteristics displayed, it is plausible to suggest that this incident was technique related or human anatomy related and not the fault of the device in question. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The advance micro 14 ultra low-profile pta balloon catheter IFU states: the balloon is manufactured from an extra-thinwall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. Adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information. The catheter is compatible with 0.014 inch (0.36 mm) wire guides. Choose a balloon appropriate to lesion length and vessel diameter. Upon removal from package, inspect the catheter to ensure no damage has occurred during shipping. Flush the catheter lumen labeled "distal" using heparinized saline solution. Note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution. The lot number was not provided, as a result a review of non-conformances or related complaints could not be completed. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Additional information stated that the physician used a 5 fr. 13 cm short introducer with another manufacturer's wire still in place and wanted to treat the lesion in the arteria tibialis anterior but the balloon catheter would not advance. I the sfa he could not move the device forward or backward. The physician lost his wire position and had to use another manufacturer's device to complete the procedure. There were no adverse effect to the patient due to this occurrence.